Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to the event cannot be ruled out. Contributing factors for wound dehiscence and wound infection in this patient also include concomitant dexamethasone (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy, underlying cancer, and prior surgery affecting skin integrity. Postoperative wound infection is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (<1% and <1% in optune/tmz and tmz arms respectively). Wound dehiscence was reported as an adverse event in the ef-14 trial in the optune/tmz arm of the trial (<1%) only.

Event description:
A (B)(6) year old female patient with newly diagnosed glioblastoma began optune therapy on (B)(6) 2020. On (B)(6) 2020, the patient's spouse reported that the patient was taking a treatment break due to a scalp wound. On (B)(6) 2020, the patient was scheduled for surgery the next day to repair the wound (information discovered during complaint investigation). On (B)(6) 2020, it was reported to novocure that the patient stopped optune therapy due to a head wound that needed to be reclosed. On (B)(6) 2020, the prescribing physician reported that the patient had an area in her craniotomy incision that had never fully healed and optune had exacerbated the tissue damage. The patient developed an infection, which required surgical intervention, including drainage and removal of the internal fixation hardware and a therapeutic lumbar puncture. The patient was treated with multiple rounds of antibiotics. Patient planned to restart optune therapy once the scalp was healed.